Event description:
During a transapical tavr procedure the anterior leaflet of the mitral valve was torn and the patient expired. The ascendra sheath was placed over an amplatz guidewire into the left ventricle without difficulty. Due to a relatively recent balloon aortic valvuloplasty (bav), the surgical team decided a bav was not necessary prior to valve deployment. It was noted that the guide wire looked eccentric. After further discussion and tee review, it was decided that the wire was not impeding the anterior mitral leaflet and the procedure continued. The surgeon then attempted to advance the ascendra 3 delivery system and sapien valve across the native aortic valve, which was met with much resistance. Multiple, unsuccessful, attempts were made to advance the delivery system across the aortic valve and it was determined that the wire was under the anterior mitral leaflet. When the surgeon removed the delivery system it was noted that there appeared to be papillary muscle on the undeployed valve. The patient¿s pressure immediately dropped and wide open mitral regurgitation was appreciated on tee. The patient was immediately placed on cpb, but began to have tachycardia and was shocked multiple times while the team discussed a possible plan. The patient had a midline lima to lad that eliminated the possibility of an emergent surgical repair of the mitral valve. The patient expired approximately 15 minutes later as a result of a torn anterior mitral leaflet causing wide open mitral regurgitation.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular or vascular injuries, such as perforation or damage of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. With regards to left ventricular access, the procedure training manual instructs the operator to confirm with tee that the guidewire is free of mitral valve apparatus before proceeding with ascendra sheath insertion. It further states that an increase in mr or decrease in mitral leaflet mobility suggests wire entanglement in the mitral subvalvular apparatus. If entanglement is suspected, the guidewire should be pulled back to lv; change direction of wire; reinsert guidewire, checking again for wire entanglement. In extreme cases, puncture may need to be relocated. In some instances, mitral valve entanglement may not be observed until after the ascendra balloon catheter is tracked. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Several factors can make it difficult to cross the native valve, including poor coaxial alignment of the sheath, and heavy calcification of the native annulus. The training manual also notes that resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae. In this case, the cause of the damage to the native mitral valve was reported to be due to advancement of the delivery system on the guidewire, which was misplaced under the anterior mitral leaflet. There is no allegation or evidence that the edwards device was at fault. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.